Event description:
As reported: "t2alphagt was used for bilateral femoral atypical fractures. After t2alphagt was applied to the left femur first, nail was inserted into the right femur, and the drill tip was broken during insertion at distal dts. Drill tip is broken and there is no way to remove it, so it is left in the body at the doctor's discretion."

Manufacturer narrative:
Please note the correction to d4 lot #. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. A device inspection revealed the following: the received drill was found to be broken from slightly above the point from where the cutting edge starts. With the available portion of the cutting edges, it could be observed that they were blunt and heavily deformed. The fracture surface as well as the edges show heavy permanent deformation. The drill most likely was subjected to a combination of high torsional and bending load as evident by the nature of deformation but breakage was most likely triggered by excessive bending. The blunt edges could have been a probable reason for excessive loading of the drill. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is attributed to a user related issue. The nature of breakage most likely indicates towards application of a combination of high bending and torsional load leading up to breakage, however not limited up to it. The IFU clearly provides some cautions & warnings to the user that: ¿ensure that the drilling and cutting tools to be used are sharp; discard them if they are not. Avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged.¿ [original statement(s)] if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "t2alphagt was used for bilateral femoral atypical fractures. After t2alphagt was applied to the left femur first, nail was inserted into the right femur, and the drill tip was broken during insertion at distal dts. Drill tip is broken and there is no way to remove it, so it is left in the body at the doctor's discretion."